Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "system error 322 link switch" was reproduced. A review of the event history log (ehl) revealed "system error 322 link switch" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch was not functioning as intended. The lower aux will be replaced to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.